Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics for peritonitis (dose, route and frequency not reported). The patient was discharged from the hospital five days after admission and was recovering from peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.